Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that "patient on outside trip to alfs courtyard, upon transferring patient back to ICU, whilst still within the courtyard, the noradrenaline alarmed "channel error" unable to restart the channel or clear the alarm I attempted to use another line that was running (cytotoxic), however, when I disconnected the line the channel also stopped working stating "channel error." The same error happened on the last pump maintenance. Ultimately all 4 "bricks" alarmed channel error. The patient blood pressure was reliant on the noradrenaline and due to the multiple pump failures, I was unable to restart the infusion. Her blood pressure dropped to map 57-60. She was rapidly transferred back to ICU and a new pump was promptly commenced." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional patient or event information provided.